Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; staining of the tissue consistent with metal debris; cup came out rather easily-little bit of fibrous ingrowth, no bone ingrowth, no fibrous mesh between the bone and acetabular component. The information received does not change the MDR decision.

Event description:
Litigation alleges patient had permanent injuries, pain and ability to perform regular activities has been impaired after asr hip implant. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information, date of implant and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges, patient had permanent injuries, pain and ability to perform regular activities has been impaired after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had permanent injuries, pain and ability to perform regular activities has been impaired after asr hip implant. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information, date of implant and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update: (B)(4) 2013 - patient was revised due to pain and cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.